Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the audio beep test. The patient's blood glucose at the time of incident is unknown. No further details were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.